Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuosity, heavily calcified, 99% stenosis, de novo in the mid femoral artery (fa). The 4.0x120 mm armada 14 balloon catheter was advanced; however, lost pressure during first inflation up to 8 atmospheres (atm). Pressure decreased immediately down to 4 atm. And below. More and more contrast saline media was applied to stabilize pressure, but deflated continuously when no more contrast-saline-media was applied. The balloon shows a leakage of applied liquid coming out of the wire lumen at the balloon hub when pressure is applied. The target lesion was successfully treated with an 4.0x200mm armada 14 balloon catheter. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.